Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the balloon in the patient's left main artery and the patient was sent for coronary artery bypass grafting to remove the detached stent. No further patient complications were reported.